Manufacturer narrative:
Argus case (B)(4).

Event description:
Pneumonia aspiration [pneumonia aspiration]. Device use error [device use error]. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of pneumonia aspiration in a (B)(6)-decade-old male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer and living in care. On an unknown date, the patient started new poligrip. In 2019, an unknown time after starting new poligrip, the patient experienced pneumonia aspiration (serious criteria gsk medically significant) and device use error. On an unknown date, the outcome of the pneumonia aspiration and device use error were unknown. The reporter considered the pneumonia aspiration to be probably related to new poligrip. It was unknown if the reporter considered the device use error to be related to new poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: the patient particularly did not have difficulty in swallowing. The patient could not rinse the mouth on his/her own. In 2019 quite recently, pneumonia aspiration (seriousness: company serious) developed in the patient who had used new poligrip (details unknown). After taking off the dentures, the patient did not properly remove the adhesives which remained in the patient's mouth. In 2019 although that kind of thing happened, the patient put on his/her dentures by using new poligrip because there was a strong request from the patient this time. [Reporter's comment]: the cause for the pneumonia aspiration was thought that the patient did not properly remove the adhesives which remained in the patient's mouth after taking off the dentures. No further information is expected.